Event description:
While on an emergency call with patient, lifepak monitor would not register a co2 percentage or wave form. Multiple attempts were made to fix problem while with the patient, including resetting 2 etco2 nasal cannulas (nc) without any changes. After call medic crew returned to ems base to further trouble shoot monitor and with a third and fourth etco2 nc monitor, was successfully reading at ems base.